Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the charge/modem would not recognize a battery pack. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. As received, the charger/modem was resetting. The cause for the inability to recognize a battery pack was the constant resets. The cause of the resets was a corrupted u13 (8-bit cmos flash micro-controller) component and a defective y1 (10mhz smd crystal) component. The root cause of the defective components cannot be positively identified. In addition, the power supply brick connector cannot be positively identified but is likely excessive force. No adverse event resulted from the defective charger/modem. The patient received a replacement charger/modem.